Manufacturer narrative:
Device was not made available.

Event description:
It was reported that the device had accessible (ac) power due to a bent power prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device was not made available for testing and the serial number and model number of the device could not be obtained.